Manufacturer narrative:
Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under report no. Z-1787-2012.

Event description:
During a planned maintenance visit, the ge service representative noted the interlock slide mechanism was missing. There was no report of patient involvement.